Event description:
The manufacturer received a report of a thermal event occurring to an innospire mini side stream nebulizer while in use with a dc car adaptor. There was no patient harm or injury reported. The manufacturer received the device for investigation. The investigation is on-going. A follow up report will be filed upon completion of the manufacturer's investigation.

Manufacturer narrative:
The manufacturer received this device for investigation. There was evidence of physical and thermal damage to the connector end of the 12vdc car adapter. The physical damage caused the thermal event to occur, however the device adapter fuse triggered, thus preventing any further thermal damage. The manufacturer concludes the physical damage was not a result of a design flaw. The innospire mini is intended to provide a source of compressed air for medical purposes. It is to be used with a pneumatic (jet) nebulizer to produce aerosol particles of medication for respiratory therapy for both children and adults. This device is not labeled for life support. Labeling included with this device warns the user "it is recommended to have a backup device (e.g. Mdi) for respiratory delivery in case a situation arises when your nebulizer cannot be used (e.g. During a power outage or if your compressor and/or battery becomes inoperable for any reason.). Labeling also warns the user to never operate this product if it has a damaged cord or plug. Based on the information available, the manufacturer concludes no further action is necessary.